Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: one photo and one physical sample was provided to our quality team for investgiation. Through visual inspection, a white residue is observed one the stopper of the syringe. Characterization testing was performed and identified the residue is consistent with polypropylene mixed with silicone. A device history review was performed for the reported lot , no deviations or non-conformances were identified during the manufacturing process related to this observation. Six retained samples were also examined, and no residue or contamination were observed. Manufacturing for this product is performed in a cleanroom environment maintained under positive pressure to minimize the risk of foreign matter. Final products are sampled and subjected to visual and functional inspections throughout the manufacturing sub-processes in accordance with established procedures, and no issues related to this incident were found. All equipment undergoes a clearly defined cleaning process, and quality records confirm that these procedures were completed as required. Although no direct manufacturing issue was identified, the silicone likely accumulated within the manufacturing equipment. Manufacturing personnel have been notified to increase awareness and prevent recurrence. To date, there have been no other similar events reported for this lot. Complaints related to this device and condition will continue to be monitored by our quality team for any emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that debris was observed in the barrel of the syringe. Entry description: we would like to inform you that an incident has occurred with the following medical device: 3-piece luer lock syringe 50ml plastipak ref 300865 / 001073 becton dickinson france sa (reference: 300865, lot: 2506054). On (B)(6) 2025, in the pediatric intensive care unit - allografts, during the preparation of a syringe of ciclosporin for an allograft patient, black filaments and debris were observed in the barrel of the syringe. This incident occurred when the nurse aspirated 0.9% sodium chloride before adding the ciclosporin. The rubber on the plunger appears to be damaged. An identical reference device from a different batch (not disclosed) was used as a replacement. This incident had no clinical consequences for the patient. No report was sent to the ansm.